Event description:
The medical team placed an impella 5.5 for support of a patient admitted with angina and found to have multivessel coronary artery disease. A bypass (CABG) procedure was planned with the impella providing hemodynamic support post-operatively. The team found the patient to have bleeding that prompted intervention in the form of 7 units of red blood cells, 7 units of ffp, and 3 platelets. The location of the blood loss was unknown, and as such relationship to the use of impella causing or contributing could not be determined. The pump remained on support for 2 days.

Manufacturer narrative:
The medical center has not returned any product for investigation. When the investigation is completed, a final report will be filed. Of note the IFU states: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury."

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was patient condition related as there was continuous bleeding at the access site and blood products were also given as per the clinical description provided.

Event description:
There is not enough information to associate use of device with outcome.